Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped low to 40mg/dl, while laying down on the couch. The customer treated low bgs by eating carbohydrates, and the issue resolved.